Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was placed for continuous infusions. Removal of the catheter was attempted on day five following placement. During removal, resistance was encountered. The catheter was allowed to remain for ten minutes. During the second removal attempt, the catheter separated. Approx. 1cm of the catheter remains in the pt. A neurosurgeon was consulted and the decision was made not to remove the retained portion. There were no associated patient complications.